Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a aneurysm sac growth, partial crown separation, a type 2 endoleak, and a type 1b endoleak in both the right and left iliac arteries. Additionally the clinical evaluation observed an endoleak type 3b due to the partial crown separation of the suprarenal stent. The clinical evaluation additionally found evidence to support the following contributing factors to the reported event; off label use, patient anatomy, antiplatelet use, anticoagulation use, stent sizing, right limb hypogastric snorkel at implant, bilateral iliac artery aneurysms, and multiple patent lumbar arteries. The review of manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Additional devices: model: ba25-90/i16-30 bifurcated lot: 1041710-004 rel. Date: 05/14/2013, exp date: 03/31/2015. I16-16/c88 limb aortic extension lot: w11-3613r-018 rel. Date: 06/29/2012, exp. Date 06/30/2014 i20-20/c55f limb aortic extension lot: 103100-007 rel. Date: 05/29/2013, exp. Date: 08/31/2014.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated device and a suprarenal and two limb extensions. Upon follow-up on (B)(6) 2015 a computed tomography revealed an apparent supra segment detachment from the intrarenal segment. The films also revealed an undetermined endoleak. The patient has been scheduled for an angiogram and intervention on (B)(6) 2015. Our plan is to determine the type of endoleak and repair appropriately. Implant another suprarenal aortic extension to repair the detached extension. However, on (B)(6) 2015 the physician elected to treat the patient with a suprarenal aortic extension and two limb extensions. He accessed sac by advancing catheter between left graft limb and iliac. Selected both upper and the left lumbars and embolized with coils. Then, he deployed numerous coils in the sac. The angiogram revealed type 2, type 3 between viabahan and tight iliac extension, and distal endoleak on the left side, no type 3b. The physician elected to embolized left hypo and extended graft with limb extension into left external, and implanted suprarenal aortic extension to repair crown separation. All endoleaks resolved except for type 2. Patient condition is excellent.